Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly. The catheter sutureless connector had a non-significant indent in the seal that did not affect infusion. Eval code-conclusion no longer applies. The logs indicated the pump was delivering fentanyl (8000 mcg/ml at 4499.0 mcg/day), clonidine (690 mcg/ml at 388.04 mcg/day), and bupivacaine (15.0 mg/ml at 8.436 mg/day).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the catheter revision was noted as an election action per the site. It was noted "he cut off a piece and added from the revision kit/no event, elective action."

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient in a clinical study receiving an intrathecal unknown medication via their implanted pump for non-malignant pain on post lumbar laminectomy syndrome. On (B)(6) 2016, the patient's catheter was revised. Further information was not provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.